Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that air in line noticed infiltration and infiltrated IV site on left arm and a new IV set had to be obtained.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the IV line was infiltrated, and returned one used set of material unknown, lot unknown. It was confirmed to be an alaris administration set. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the leakage and cause of air in line was verified, from a small pinhole in the lower pumping segment silicon tubing. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified. A member of our clinical team was notified of the failure, and has reached out regarding the clinical practice. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.